Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated that since implant her ins has been bulging out of her skin. Caller stated that she thought her ins would just push outward when she sits down but the ins pushes out when she stands too. Caller stated that she contacted her heatlhcare provider (hcp) about this issue and he said that as long as the ins wasn't moving freely, she would be fine until her appointment on (B)(6) 2020. Caller stated that the ins isn't moving, but the area is painful. Caller stated that her incision is healed and there is no blood present, but when she get in the car the area feels like it is ripping. Caller mentioned that she sometimes pushes the ins back in to place. Caller was redirected to follow-up with the hcp. No further complications were reported. Additional information was received from the patient. It was reported that their ins bulged out the butt cheek and they had to talk with their hcp. They will have their next appointment in 6 weeks due to covid-19. Additional information was received from the patient. It was reported that on (B)(6) 2020, they showed their healthcare provider the ins was placed wrong and how it was bulging out of their skin. On (B)(6) 2020, they had surgery to place it deeper, and stitches were placed to hold it in place. They confirmed they were not having problems at the time of the report, and no further complications were reported.